Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue behind the display with no damages to the pump casing noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: the pump powered on and displayed the verify screen. The display was clear and legible. A leak test was performed and a leak in display lens was found. The complaint of moisture behind the display and moisture ingress in the pump was not observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.